Event description:
The pt was revised to address glenoid loosening due to notching, with two (2) broken screws (anterior and superior). Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.